Event description:
It was reported that a patient was expected to go for surgery but when the bandage was removed they found that the dressing was leaking but no alarm had gone off. The wound had deteriorated and the surgery had to be delayed.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
[(B)(4)].